Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the reason why the foreign material remained in the device. The root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that foreign material adhered to the angle lever and ventilation port of the videoscope. There were no reports of patient involvement.